Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a distributor regarding a patient receiving intrathecal gabalon (unknown concentration) at 67 mcg/day via an implantable pump for spinocerebellar degeneration. It was reported that puncture was incapable [of being performed] during a refill on (B)(6) 2020, and an x-ray photograph revealed that the pump was inverted. At that time, the pump was inverted from above of the abdomen, and a refill was performed. It was noted that puncture was attempted several times, so the catheter might have been damaged by the puncture needle. Therefore, catheter replacement was also under consideration. A laparotomy was performed on (B)(6) 2020, and it was found that the thread that had been fixed at all 3 points had come off, but the catheter was not damaged, so the pump was re-fixed again. It was the attending physician's assessment that the patient was told that she was not able to move around by herself, and she was able to support the abdomen when she was cared for at tokuyama rehabilitation hospital, where she was hospitalized. It was commented that the patient was a little obese, and fixation of the pump might have been disengaged due to external factors such as nursing care. The causality was not attributed to the drug, catheter, pump, programmer, or surgical procedure. The outcome was ¿recovered¿ on (B)(6) 2020. The classification of severity was ¿3 (serious)¿.